Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that because of the patient used a bard ureteral stent for stone surgery, during the subsequent extubation, stent stones were found, causing difficulties for extubation for the client, and the patient was uncomfortable and costly, and then percutaneous nephrology was used for extubation. It was unknown what medical intervention was provided.

Event description:
It was reported that because of the patient used a bard ureteral stent (pcn#: 778626) for stone surgery, during the subsequent extubation, stent stones were found, causing difficulties for extubation for the client, and the patient was uncomfortable and costly, and then percutaneous nephrology was used for extubation. Per additional information via email from ibc on 16oct2023, it was stated that the ureteral stents were difficult to extubate after 1 month of placement. The doctor reported that the patient was unwell, but there was no such situation like low back pain, bladder irritation, gross hematuria.

Manufacturer narrative:
The reported event is inconclusive due to the quality of the photo samples received. Visual evaluation noted received 3 photo samples. First and second photo samples show x-ray scan of stent within patient. The third photo sample shows top view of used stent. Based on the condition of the photo samples received the reported event cannot be determined. Although an exact root cause could not be determined a potential root cause could be material selection. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "contraindications: there are no known contraindications to use. Precautions: 1. For single use only. Do not resterilize. Do not use if the package or product is damaged. 2. Improper handling technique can seriously weaken the stent. Acute bending or overstressing during placement could result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. 3. Suture may be cut off prior to stent placement. Remove suture prior to placement for pediatric patients. 4. Exercise care. Tearing of the stent can be caused by sharp instruments. 5. Ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient¿s condition and other patient specific factors. When long-term use is indicated, it is recommended that indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device. 6. Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation. 7. With any ureteral stent, migration is a possible complication which could require medical intervention for removal. Selection of too short a stent may result in migration. 8. The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure. 9. Multi-length ureteral stents: formation of knots in multi-length ureteral stents may occur. This may result in injury to the ureter during removal and/or the need for additional surgical intervention. The presence of a knot should be considered if significant resistance is encountered during attempts at removal. Potential complications: potential complications associated with retrograde/antegrade positioning of indwelling ureteral stents include the following: edema, stone formation, peritonitis extravasation, ureteral reflux, stent dislodgement, fistula formation, loss of renal function fragmentation, migration, occlusion hemorrhage, pain/discomfort, stent encrustation hydronephrosis, perforation of kidney, renal, ureteral erosion, infection pelvis, ureter and/or bladder, urinary symptoms. Directions for use: 1. Determine the proper stent length for the patient. This is generally calculated from the baseline pyelogram. Accurate measurements will optimize drainage efficiency and patient comfort. Submerge stent in sterile water to activate the coating. 2. Insert the cystoscope then pass the guidewire* through the scope until the tip is in the renal pelvis. 3. Move the pigtail straightener over the proximal end (kidney coil end) of the ureteral stent allowing easier insertion onto the guidewire. Remove pigtail straightener once the stent is secure on the guidewire. 4. Pass the stent over the guidewire through the cystoscope by using the push catheter for proper placement. 5. Watch the distal end (bladder coil end) of the stent or the radiopaque, proximal end of the pusher. Stop advancing when the stent¿s distal end marker reaches the ureterovesical junction (uvj). (See below for proper placement directions on the multi-length ureteral stent.) 6. Withdraw the guidewire slowly. The stent will form a pigtail automatically. 7. Carefully remove the push catheter. Activate the guidewire coating according to the ¿instructions for use¿ found within the guidewire packaging. Multi-length ureteral stent placement: to accurately size this stent count the marker bands as it is being advanced into the ureter. The first large band indicates the 22cm length. The second and third bands indicate 24cm and 26cm lengths respectively. The last large band is the 28cm length. If you need to place for the 30cm and 32cm lengths, use the attached suture or endoscopic forceps to gently pull back on the stent unwinding the coil from the kidney. Note: 1. Final adjustment, if necessary, can be made with endoscopic forceps. Stents can be removed easily by gentle withdrawal traction on the suture or by use of endoscopic forceps. 2. Fluoroscopy facilitates stent placement; however, standard radiography may be used. 3. The suture may be removed prior to placement or may be removed once indwelling by using an appropriate cystoscopic instrument. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and with applicable local, state and federal laws and regulations." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.